Event description:
It was learned directly from a customer that a patient with stenosis had their 2800-21mm aortic valve explanted and replaced. No additional information provided.

Event description:
Additional information indicates this valve was implanted for approximately 10 years prior to this explant.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed. As received, heavy calcification was observed on leaflet 2 in the cusp area. Hematoma was also observed in the cusp area of leaflets 1 and 3 on the outflow aspect. Free margins of leaflets 1 and 3 also appeared thickened at commissures 1 and 3. Free margin of leaflet 1 appeared thickened at commissure 2. The wireform was also exposed at commissure 1. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Additional manufacturer narrative:attempts to obtain additional information (operative details, patient history...etc) from the healthcare provider are ongoing.the explanted device has not yet been returned for evaluation, therefore, no further investigation can be performed at this time. Additional information and analysis will be reported once available.